Manufacturer narrative:
H6: the device, intended for use in treatment was returned for evaluation: a visual inspection of the returned device confirmed the stated failure mode. The device has excessive signs of wear/tear. The device locking mechanism seized rendering it inoperable. The device shows signs of extensive use. A review of complaint history did reveal additional complaints for the listed batch. A review of the manufacturing records did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. This device is a reusable instrument that can be exposed to numerous surgeries; damage from repeated use can occur. Damage from prolonged use, misuse or rough handling are likely probable causes of the reported event. We recommend that all reusable instruments be routinely inspected for wear and damage and replaced as necessary. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. Based on this investigation, the need for corrective action is not indicated. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary. Should additional information be received, the complaint will be reopened. We consider this investigation closed.

Event description:
It was reported that t-handle was found damaged to excessive wear and tear: the locking mechanism will no longer adhere to the reamer when attached. No case involved.